Event description:
The pt lost weight due to gastric bypass and the device has moved. When the stimulation was turned on the device hurt her on her right side. She has recently passed out twice. Additional info has been requested.

Manufacturer narrative:
(B)(4).